Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the maintenance director was working on the bed because it would not go up and down. The bed was unplugged and the mattress was still on the bed. The employee's hand was between the control box and the underside of the bed, when the bed fell down on the right hand and crushed the hand. The employee was sent to the ER for evaluation. The ER physician prescribed pain medication and referred the employee to a plastic surgeon. (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.